Event description:
A report was received that a patient had an infection at the lead incision site. The patient's symptoms consisted of redness, drainage and discharge. The physician prescribed antibiotics for the patient. It is reported that the patient's infection is clearing with the current antibiotics.